Event description:
It was reported that during a colectomy procedure, the washer was too loose and dropped from the anvil. The surgeon did not notice washer missing and tried to fire the instrument. The device would not cut the tissue due to the missing washer. The tissue was excited and reanastomosed by suture. There was no patient consequence.